Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The product was not returned to animas for investigation. If the pump is returned to animas, an investigation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.